Manufacturer narrative:
The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, increase light scatter was noted between one and three months post operatively. Corneal edema was also noted along with increased fluctuating vision. Some cases resulted in an explant.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was not reviewed because no serial number is available. (B)(4).

Event description:
A company representative was told about several patient's who resulted with corneal haze post corneal inlay procedures involving a laser assisted corneal pocket. Add'l information was requested.